Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power module. The ac power module field kit and power cord were replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device power supply type needed to be replaced. There was no patient involvement.

Event description:
It was reported to philips that the device needed the power supply replaced. There was no patient involvement.